Event description:
Additional information was received from a company representative and a consumer on (B)(6) 2015. The patient had reported severe tailbone pain following a refill procedure. The onset was sudden. The representative believed the event was 2 months ago. Per the representative, the first time this happened, the patient ended up having to be in the intensive care unit (ICU). It was noted that the catheter tip was in the lower thoracic area and the representative believed the pump may be currently stopped. Further information was received from a company representative on (B)(6) 2015. The patient had suffered an overdose. They were changing the drug which is why a bridge bolus was performed. However, the doctor forgot to update the new drug, dose, and concentration, causing the patient to overdose. When the representative saw the patient that night in the hospital, they turned the pump down to minimum rate and saline was put into the pump until the patient had fully recovered. Just last week the patient's pump was refilled and was updated correctly without issue. The patient was currently doing fine.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dialudid 100mg/ml at 17mg/day. The indication for use was spinal pain. The patient was believed to experience an overdose. The patient was on 10mg/ml morphine at17mg/day. The drug was changed the day before to dilaudid 100mg/ml at the same rate but was not programmed to the pump. There was a programming error. The patient presented to the ER with horrible pain to his legs. An x-ray had been done to make sure the pump connector was still on the pump since patient said he had a fall. Initially the doctors felt patient was going through withdrawals. The patient was alert and talking but could not lay still so the patient was intubated and was currently still intubated. The managing physician advised to shut the pump off. The issue was not resolved at the time of the report. On (B)(6) 2015 it was reported that the x-ray showed that the pump connector was still connected to the pump. No other programming had been done to the pump after the managing physician advised to shut the pump off. The patient was still intubated but the reporter did not know if the patient was still experiencing symptoms. Outcome not reported.